Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Spd reported there is blood stuck in the handle and they are not able to remove it after soaking. Case type: no associated procedure.

Manufacturer narrative:
Reported issue. Spd reported there is blood stuck in the handle and they are not able to remove it after soaking. Case type: no associated procedure. Product inspection: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Device history review: device history records indicate (B)(4)were manufactured under lot k07rk and all (B)(4) were accepted into final stock on 7/27/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42030516 shows no additional complaints related to the failure in this investigation. Conclusion: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved, and no actual or potential patient harm existed for the alleged event. The alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Spd reported there is blood stuck in the handle and they are not able to remove it after soaking. Case type: no associated procedure.